Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The broken needle was received without information.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.